Manufacturer narrative:
Findings: no button response due to moisture damage on keypad traces. No button error alarms noted. No moisture damage noted on electronic assembly during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from a reservoir leak. The customer had a blood glucose level was unknown at the time of the incident. The customer was educated on how to rewind the device correctly. The customer did not send the product back for analysis.